Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. The unit was visually inspected and pressurized, and a leak was observed at the thermowell; however, no leak was observed at the blue connector. A review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100 percent leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked at the large blue luer cap. An initial review of the complaint on (B)(4) 2013, determined that the complaint was not reportable. Upon completion of the investigation on (B)(4) 2014, it was determined that the leak originated from the thermowell. A report of a similar malfunction has been determined to have caused or contributed to a serious injury in the past; therefore, this complaint is reportable. No impact to patient as this occurred during prime. Product was changed out. Surgery was successful.